Event description:
Baxter USA received a report that one (1) intermate lv100 device reportedly had "the blue wing tip cap and luer section were broken off of the tubing" before use on an unknown date "sometime in april." No additional information. No report of patient involvement, injury, or medical intervention.

Manufacturer narrative:
(B)(4). Broken condition confirmed. Visual examination of the unit confirmed a damaged luer. The luer post had actually broken off. The root cause of this condition could not be determined. Batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available